Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 08 june 2021. [Additional information]: on (B)(6) 2021, modified information was received. The information indicated that the study device deficiency of the coil migration was inactivated with the reason that the code was ¿added in error.¿ per the contract research organization (cro), the site misunderstood the definition of device deficiency and what should be reported in electronic data capture (edc). The site reported that the event of coil migration occurred due to the shape of the patient's cerebral aneurysm and was not considered a device deficiency. There is no new information that alters the previous file type determination, coding, and/or reportability determinations. The alleged coil migration requiring stent placement will still be captured as a product complaint and meets MDR reporting criteria. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient date of birth was not provided. Procode is krd/hcg. The phone and email address of the initial reporter are not available / reported. [Conclusion]: the event was reported via the (B)(6) study, the (B)(6) year-old patient with a history of controlled hypertension underwent stent-assisted coil embolization of an unruptured basilar artery aneurysm on (B)(6) 2021. The aneurysm had the following dimensions: height 3.1mm, dome 3.6mm, maximum aneurysm diameter 3.6mm, neck size 3.0mm, and dome-to-neck ratio 1.2mm. The parent vessel diameter was 2.8mm. During the procedure, the 3mm x 6cm galaxy g3 xsft coil (glx120306 / 30371929) was the first coil selected; the coil migrated into the parent vessel requiring additional stent placement. The migration occurred when the concomitant headway® 17 microcatheter (microvention) was removed after coil insertion. There was no report of patient complications as a result of the event. Five galaxy g3 mini coils and two lvis¿ jr stents (microvention) were subsequently implanted. There was no microcatheter kickback (loss of access to aneurysm) experienced. Heparin was administered intraoperatively. In the opinion of the investigator, the treatment of the target aneurysm considered complete with 42% angiosuite packing density and modified raymond-roy classification score of class ii: residual neck = persistence of any portion of the original defect of the arterial wall but without opacification of the aneurysmal sac. The patient was discharged home with self-care on (B)(6) 2021 with modified rankin scale (mrs) score of 0. Aspirin and clopidogrel were started on (B)(6) 2021 for antiplatelet therapy maintenance and remains ongoing. Based on complaint information, the device remains implanted and is thus not available for evaluation. A review of manufacturing documentation associated with this lot (30371929) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Coil migration is a known potential complication associated with coil embolization procedures. With the amount of information available and without films of the event, it is not possible to draw a clinical conclusion between the device and the reported event. However, there are clinical and procedural factors including aneurysm / vessel characteristics, device interaction, device selection, and operator technique that may have contributed rather than the design or manufacture of the device. Since the coil migration away from the implant site necessitated additional intervention (i.e., stenting) to secure the coil to the vessel wall and preclude non-target site embolization, ischemia, or infarct, the event meets MDR reporting criteria with the classification of ¿serious injury.¿ as part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The event was reported via the (B)(6) study, the (B)(6) year-old patient with a history of controlled hypertension underwent stent-assisted coil embolization of an unruptured basilar artery aneurysm on (B)(6) 2021. The aneurysm had the following dimensions: height 3.1mm, dome 3.6mm, maximum aneurysm diameter 3.6mm, neck size 3.0mm, and dome-to-neck ratio 1.2mm. The parent vessel diameter was 2.8mm. During the procedure, the 3mm x 6cm galaxy g3 xsft coil (glx120306 / 30371929) was the first coil selected; the coil migrated into the parent vessel requiring additional stent placement. The migration occurred when the concomitant headway® 17 microcatheter (microvention) was removed after coil insertion. There was no report of patient complications as a result of the event. Five galaxy g3 mini coils and two lvis¿ jr stents (microvention) were subsequently implanted. There was no microcatheter kickback (loss of access to aneurysm) experienced. Heparin was administered intraoperatively. In the opinion of the investigator, the treatment of the target aneurysm considered complete with 42% angiosuite packing density and modified raymond-roy classification score of class ii: residual neck = persistence of any portion of the original defect of the arterial wall but without opacification of the aneurysmal sac. The patient was discharged home with self-care on (B)(6) 2021 with modified rankin scale (mrs) score of 0. Aspirin and clopidogrel were started on (B)(6) 2021 for antiplatelet therapy maintenance and remains ongoing.